Event description:
It was reported that on (B)(6) 2026, a second mitraclip procedure was performed to treat recurrent degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a remaining prolapse on the lateral posterior leaflet and anterior mitral annulus calcification. In the physician¿s opinion, the recurrent mr was due to disease progression. A steerable guide catheter (51121r2080) and a mitraclip xtw were prepared per the instructions for use (IFU) and the mitraclip xtw was successfully implanted lateral to the previously implanted clip. To further reduce mr, a mitraclip ntw (50414r1121) was inserted, and grasping was performed. However, the leaflets were unable to be grasped. Therefore, a decision was made to remove the clip and discontinue the procedure. The clip was removed from the patient without issue. However, a few minutes after removal of the clip, an echocardiogram revealed substantial mr lateral, which was attributed to a small broken chord on the anterior leaflet. The steerable guide catheter (sgc) was re-prepared and an additional clip was prepared per the instructions for use (IFU) and inserted without issues. The additional clip was implanted at the location of the flail, reducing mr to a grade of 1. At the end of the procedure, the patient experienced fluctuating arterial pressure around 70-80 mmhg without any explanation, and with a high medication support from the anesthesia. It was noted that when the whole system was removed the first and second time, this phenomenon was accentuated. In the physician¿s opinion, this was due to venous bleeding related to access. This was further confirmed, and to treat and control the venous bleeding, two peripheral stents were implanted. In the physician¿s opinion, the steerable guide catheter and the mitraclips did not cause, contribute or worsen the venous bleeding, and that the venous bleeding damage was due to initial access or with the non-abbott access device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported inability to grasp the leaflets and torn chordae could not be determined. Additionally, the reported patient effect of tissue injury is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.